Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, patient pre-operatively diagnosed with: 1. Severe spinal stenosis at l3-l4 and l4-l5. 2. Degenerative disk disease, l2-l3 and l3-l4, with degenerative spondylolisthesis at l3-l4. 3. Sagittal plane imbalance , underwent the following procedures: 1. L3 and l4 laminectomy with bilateral foraminal decompression. 2. Posterior spinal fusion l2 through the ilium. 3. Segmental posterior spinal fusion l2 through the ilium 114-inch stainless steel implants. 4. Spinal pelvic fixation. 5. Local autograft and allograft with demineralized bone matrix and rhbmp-2 at l5-s1. 6. Intraoperative fluoroscopy, less than 1 hour. As per the op-notes, ¿lateral gutters were decorticated using a drill bit. A small pack of demineralized bone matrix and rhbmp-2 were packed in between l5 and the sacrum bilaterally. Allograft and local bone graft were then packed into the lateral gutters. The contoured rods were then placed and secured into the area of the spine without complication. Set screws were inserted. There was appropriate compression and realignment the spine and again using intraoperative fluoroscopy for confirmation. Final torque tightening was applied without complication. At the conclusion, both ap and lateral radiographs on the c-arm appeared to be in satisfactory position.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.